Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens has a foreign body that appears to be embedded in the lens. The patient has had chronic inflammation since the procedure. Additional information was provided by the surgeon that she is uncertain what caused the event and the issues have not resolved. The lens was exchanged in a secondary procedure. The patient is recovering well.